Event description:
It was reported that the lead was explanted due to health-related issue. The lead is no longer in service. No additional adverse patient effects were reported. ¿ this report reflects information received by fdain the form of a notification per 803.22 (b)(2)¿